Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported screen issue; connector cables were not connected properly. Analysis also found the upper case, lower case, and side bail covers are broken. Battery release, knobs, heart block, heart wire contacts and the battery drawer are contaminated. Ring cover, ring bail, and battery drawer o-ring are missing. Lead flex cover and battery flex are corroded. Battery contacts are compressed and contaminated. Keyboard is scratched. (B)(4).

Event description:
It was reported the device looks like it took a hit or was dropped. Part of the lcd (liquid crystal display) screen is not working. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.